Manufacturer narrative:
The reported field event of radio frequency (rf) telemetry anomaly was confirmed. The memory registers in the device showed the cause of the rf telemetry anomaly was due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. Functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited failure to interrogate. The ICD was not used and there was no patient involved.